Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir tubing and a quarter inch of air bubbles in the line. Customer reported that six other infusion sets had the same issue. Customer's blood glucose at the time of the incident was 480 mg/dl. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is expected to return.